Event description:
The user facility reported that distal pulses on both feet were difficult to find before bringing the patient to the cath lab for impella cp placement. Impella leg appeared to be cooler. Doppler pulses could not be found. Ultrasound looked like maybe continuous or slow flow. The team will monitor.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿